Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental will be filled once the investigation is completed.

Event description:
The customer reported that when the surgeon opened the exeter stem, while being taken out of the packet, hairline scratches were noticed on one side and a smudge mark on the other. Another stem was on hand to complete the case.

Manufacturer narrative:
An event regarding foreign matter involving an exeter stem was reported. The event was confirmed. A visual inspection was performed on the returned device which noted what looked like a finger print on the device. As the sales rep wasn't present it could not be confirmed if this was on the device when it was taken from the sterile pack. Dimensional inspection: not performed as reported event was not related to the dimensional integrity of the device. Functional inspection: not performed as reported event was not related to the device function. A material analysis of the foreign matter was performed by lucideon which concluded; the stain material present on the hip stem was found to be a proteinaceous material, on library searching a best fit match to a gelatin was obtained. These findings support those observed in the previous surface science tofsims analysis performed on the sample ¿ (B)(4), which suggested a biological material with the detection of amide functionality, phosphoryl-choline and amino-acid signals. A medical review was not performed because no medical information was provided. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other similar events for the reported lot. A review of the event by the supplier concluded "based on the (B)(4) lab reports, the analyses concluded that the particle on the stem is biological material based. After reviewing the internal process, no potential root cause has been identified. This issue is not manufacturing related". No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that when the surgeon opened the exeter stem, while being taken out of the packet, hairline scratches were noticed on one side and a smudge mark on the other. Another stem was on hand to complete the case.